Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
Mps reported arm vibrating in haptics. Once arm has entered haptics it is vibrating upon going into cuts. Cuts can be completed but arm is visibly vibrating in haptics. During testing I found j5 & j6 transmission cables loose. Action taken- I tightened both j5 and j6 transmission cables and ran all testing in accordance with the testing matrix. System passed all tests and is now ready for clinical use.

Manufacturer narrative:
An event regarding arm haptic issue involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: during testing I found j5 & j6 transmission cables loose. Action taken- I tightened both j5 and j6 transmission cables and ran all testing in accordance with the testing matrix. System passed all tests and is now ready for clinical use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob2344 was inspected and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported arm vibrating in haptics. Once arm has entered haptics it is vibrating upon going into cuts. Cuts can be completed but arm is visibly vibrating in haptics. During testing I found j5 & j6 transmission cables loose. Action taken- I tightened both j5 and j6 transmission cables and ran all testing in accordance with the testing matrix. System passed all tests and is now ready for clinical use.